Event description:
It was reported that during use of the atrial lead a partial lead perforation with resulting pericardial effusion occurred. Treatment administered via medically manage with steroids. The ipl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.